Event description:
The lay user/pt contacted lifescan alleging that the product was reading inaccurately erratic. The pt reported blood glucose results of "132 and 76 mg/dl" with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. There is no evidence the product caused or contributed to an adverse event because the pt reportedly developed symptoms before the alleged issue began. However, this complaint is being reported because the reported meter result does not meet lfs accuracy testing criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.